Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue on (B)(6) 2026, when the tubing caught on watch and the adhesive was removed. The patient successfully replaced the infusion set and resumed insulin delivery without complications. No further information available.